Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, deflation, mold. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number ip-00508890/tw#260766. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017.

Event description:
It was reported via (FDA mw5058278) that a (B)(6) caucasian female patient who underwent breast augmentation with two unspecified mentor saline breast prostheses, suffered bilateral deflation and bilateral capsular contracture; baker grade IV on the left and baker grade iii on the right, post-operatively. The issues were diagnosed via mammogram and MRI. The patient also reported ¿visible mold around the faulty valve and inside." As a result, the patient underwent bilateral removal without removal on (B)(6) 2015. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor asr reference number ip-00508890/tw#260766.